Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor fault -2001" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during review of the forensic memory logs. However, the device was put through extensive testing without duplicating the report. The transducer flow screens were replaced as a pre-caution. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.